Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('broken essure implant detected') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), myalgia ("muscular pain"), migraine ("migraines"), insomnia ("insomnia") and fatigue ("fatigue"). At the time of the report, the device breakage, abdominal pain lower, myalgia, migraine, insomnia and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, device breakage, fatigue, insomnia, migraine and myalgia with essure. The reporter commented: she has an appointment with the referring surgeon on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - in (B)(6) 2019: broken essure implant detected. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2019. The most recent information was received on 29-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('broken essure implant detected') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), myalgia ("muscular pain"), migraine ("migraines"), insomnia ("insomnia") and fatigue ("fatigue"). At the time of the report, the device breakage, abdominal pain lower, myalgia, migraine, insomnia and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, device breakage, fatigue, insomnia, migraine and myalgia with essure. The reporter commented: she has an appointment with the referring surgeon on (B)(6)2019. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip. In (B)(6) 2019: broken essure implant detected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('broken essure implant detected') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), myalgia ("muscular pain"), migraine ("migraines"), insomnia ("insomnia") and fatigue ("fatigue"). At the time of the report, the device breakage, abdominal pain lower, myalgia, migraine, insomnia and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, device breakage, fatigue, insomnia, migraine and myalgia with essure. The reporter commented: she has an appointment with the referring surgeon on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip in (B)(6) 2019: broken essure implant detected. Amendment: the report was amended for the following reason: ccc correction required. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.